Event description:
Medtronic received information that immediately following a valve implant, during angiogram of the left subclavian artery (lsa). A tear at the anastomosis site, just proximal to the 20 french non-medtronic sheath, was noted. The tear in the artery was repaired with a non medtronic covered stent. The physician reported the torn artery was not caused or contributed to by a medtronic device, but that the non-medtronic sheath tore the artery during insertion. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).